Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: e2. A getinge field service engineer (fse) replaced the touch screen including seal. Unit has passed functional checks according to factory specifications and is approved for clinical use. The failure analysis and testing dept. Received part number touchscreen, including seal with a reported unit failure of a unresponsive touchscreen. The fat performed a visual inspection and found the part and due to the seal being removed. The fat installed the touchscreen in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. Touchscreen would not function when pressed. Confirmed to be faulty but no root cause identified. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) units touchscreen not responding. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) units touchscreen not responding. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: d9 return to manufacture date.